Event description:
It was reported the patients system was explanted as a result of ineffective stimulation. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8619449. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.